Event description:
It was reported that patient's devices were moving around. It was added that when patient lies down the device pushing out. It was indicated that healthcare provider recommended a bandage and had since settled down.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013. Product type: implantable neurostimulator: product ID 3389s-40, lot# va01er8, implanted: (B)(6) 2012. Product type: lead: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3389s-40, lot# va03lmw, implanted: (B)(6) 2012. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3389s-40, lot# va03lmw, implanted: (B)(6) 2012. Product type: lead: product ID 3389s-40, lot# va01er8, implanted: (B)(6) 2012. Product type: lead: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013. Product type: implantable neurostimulator. (B)(4).